Event description:
Consumer reported complaint for low and erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 114, 65 and 28 mg/dl. The customer¿s expected pm non-fasting blood glucose test result range is 200-300 mg/dl. The customer was not using the proper back to back testing technique. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer stated she did not have the vial she was using when the results had been obtained and was unable to provide the lot number. The customer did have another vial of test strips opened the week prior to the call: lot zy4468s, manufacturer's expiration date of 03/22/2023 and stored in the bedroom. During the call, a back to back blood tests were performed by the customer using this vial that produced e-2 and e-5 errors and blood glucose test result of 174 mg/dl pm fasting (internal report reference number (B)(4). The meter memory was reviewed for previous test result history (only 3 results provided): result 1: 114 mg/dl, date: (B)(6), time: 3:07 pm, non-fasting. Result 2: 65 mg/dl, date: (B)(6), time: 3:06 pm, non-fasting. Result 3: 28 mg/dl, date: (B)(6), time: 3:05 pm, non-fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 06-oct-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.